Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirms a hardware error code. The complaint of hardware error was confirmed. The root cause was determined to be a hardware component failure.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6)2015 the patient experienced a hardware failure. The patient's parent perform a reset and the reset was unsuccessful for reported issue. The patient's mother did not report any injury or medical intervention.